Event description:
It was reported that during surgery, there was an e6 error message on the navio cart. The anspach drill speed was not going beyond 65000 rpm. The procedure was changed to manual procedure. According to the investigation results the drill was not functioning at full capacity, after testing the drill it was evident that there was internal damage to the motor drive shaft caused by excessive cutting forces over time.

Manufacturer narrative:
H3, h6: the device was used in treatment and it was reported that the drill displayed e6 error message during surgery, drill speed did not exceed 65000 rpm. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint provides complete and detailed instructions for drill and foot pedal usage and bur control. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The returned drill was connected to a system and a drill test was done. The speed did not exceed 57000 rpm and made an irritating sound. This is indicative of a broken motor drive shaft, which would cause increased friction and heating. The e6 error is a temperature indicator and represents overheating. The root cause after investigation was established to be expected wear / tear.